Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, when the nurse was cleaning the device, the tip of the device was broken. The device was not used on the patient after the incident. Another device was used to continue.